Event description:
Crd_1003 - vantage (B)(4). It was reported that on (B)(6) 2024, a 29mm navitor valve was implanted in a patient with a depth of 6-7mm. There was sufficient calcium to allow sealing. Post-dilatation was not performed at the time of the original implant procedure. After valve deployment the aortogram suggested mild-moderate aortic regurgitation (ar). On table transthoracic echo at that time was reported by the echocardiographer as showing only mild ar. The invasive hemodynamic assessment was reassuring and did not suggest worrying ar - hemodynamics after valve deployment: bp 105/56mmhg, invasive peak-peak gradient 0mmhg, lvedp 10mmhg, ai index 0.44. Overall the ar was felt to be only mild or mild-moderate, we had removed a very high gradient, and the result was felt to be acceptable. The feeling was that the ar would be very likely to improve further over time and that there was some hazard to post-dilatation given the presence of several calcium nodules at the annulus. Post-procedure it was noted that the patient developed an alternating right and left bundle branch block. On (B)(6) 2024, echocardiogram shows eccentric jet of significant aortic regurgitation that is felt to be moderate in severity. Likely that this was present since the procedure due to perivalvular leak around the calcification. It is unknown if treatment was performed. On (B)(6) 2024, the patient had a single chamber permanent pacemaker implanted. The patient is stable. No additional information was provided.

Manufacturer narrative:
An event of paravalvular leak and complete heart block was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications, including specification for radial force. Information from field indicated that the final implant depth of the valve was 6-7 mm, several nodules of calcium at the annulus and heavy symmetrical leaflet calcification, and there was no deployment or retraction difficulties. Based on the information received, the cause of the reported incident could not be conclusively determined.na